Event description:
It was reported that a total knee arthroplasty was being performed, and when the femoral component package was opened, the sterile blister broke, compromising its sterility. The issue was discovered just before use, and no serious injury or health impact was reported for the patient. This event is related to a malfunction that could potentially lead to a sterility issue. However, no patient harm or further outcome was reported. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of provided pictures identified a blister cracked on the plastic part. The tyvek has not been removed yet and the sealing seems partially detached at a plastic crack. The product box is not visible on the pictures provided. Visual examination of the returned product identified that the blister/cavity was fractured/cracked throughout; the tyvek was peeled. Sterility is compromised. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.